Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The reported cause of the peritonitis was contamination from the patient¿s pets. With the rise in the number of pets, zoonotic infections are an increasing concern especially for immunocompromised end-stage renal disease patients. It is recommended to have a separate location for pd exchanges that can be animal free. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis.

Event description:
A peritoneal dialysis (pd) patient reported they had peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s pd effluent was obtained for culture on 16/nov/2020 and the patient was diagnosed with peritonitis. No signs or symptoms were provided. The patient was initiated on intraperitoneal (ip) antibiotics with cefazolin (dose, frequency, and duration unknown). The culture resulted positive for an animal bacterium. The organism and species were not provided. The cause of the peritonitis was attributed to contamination from the patient¿s pets. The peritonitis was unrelated to the use of the liberty select cycler or other fresenius product(s). The patient did not require hospitalization for the peritonitis. The patient has since completed the antibiotic regimen and continues to complete pd therapy on the liberty select cycler without issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.